Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon said he was unsure if the liner was disassociated intraoperatively or became disassociated postoperatively. The surgeon said the patient wanted his hip revised because of pain and lack of motion. The surgeon explained a 54x36 ceramax liner. The surgeon said the liner was fractured. The surgeon trialed a 54x36 +4 10 degree and a 36 x+8.5 ceramic biology ts ceramic head and the surgeon said hip stability and leg length were acceptable. The surgeon asked the nurse to open the same implants matching the trials that were used. The hospital took possession of all explanted items. The surgeon said that he feels the broken pieces were retrieved from the patient. Doi: (B)(6) 2016, dor: (B)(6) 2021, affected side: left hip.